Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary stent at the mid obtuse marginal artery, stent dislodgement occurred during delivery to the lesion, and the balloon ruptured at 4 atmospheres, with blood noted in the inflation device. The lesion had a 90% stenosis, moderately calcified and mildly tortuosity with a tortuous brachiocephalic. The stent was not fully deployed, and an attempt to snare the stent was unsuccessful, leaving the stent in place at the lesion. Another stent was placed next to the dislodged stent, crushing it into the vessel wall. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and no excessive force was used during delivery. The patient tolerated the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.